Event description:
Event desc: the weighted end of the tube separated from the rest of the nasogastric tube while in the jejunum. The bolus end was found in the child's diaper. There was no harm or distress to the child.

Manufacturer narrative:
No injury has been reported. The returned device was visually examined and found to have broken or torn at the bolus (near the end of the feeding tube). The bolus was very discolored. Retention samples from similar product were tested in order to duplicate a similar break. More than 5 lbs of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use.